Event description:
On 12/21/2021, it was reported by an arthrex employee via e-mail that an (2) ar-4501 meniscal cinch would not deploy the 2nd implant. This was discovered during knee arthroscopy procedure on (B)(6) 2021. Surgeon had to removed the both first implant(s) and used a new meniscal cinch device in order to complete the case without further issues.

Manufacturer narrative:
Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The most likely cause for the reported failure can be attributed to user error due to excessive force used when advancing the second button forward and/or not pulling the first button completely back before advancing the second.